Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the catheter shaft was broken. As per the additional information the device was prepared as per the dfu (direction for use) and there was no difficulty encountered when removing the device from the hoop. It is probable that the device was damaged during removal from its packaging or during the preparation of the device. The manufacturer is continuing investigate the catheter shaft breaks. Therefore, the exact cause of the catheter broken could not be determined.

Event description:
During the analysis of the returned device, it was revealed that catheter shaft was broken. The patient was not involved.